Manufacturer narrative:
Event date: end of (B)(6) 2017. Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site.

Event description:
It was reported that a portex® sacett¿ suction above cuff endotracheal tube cuff was unable to be filled with air after the device was intubated. This event was observed after 3 hours of use when the cuff air pressure was checked. The device underwent pre-check in accordance with the instruction for use. No patient injury was reported. The event was considered resolved.

Manufacturer narrative:
One used portex® sacett¿ suction above cuff endotracheal tube was returned for investigation. A visual inspection was performed and no defects were found. Functional testing revealed a leak coming from a small tear in the tube. The complaint was confirmed. A manufacturing review was performed and no discrepancies were found. The most probable root cause was determined to be due to the pad of the manufacturing machine having movement, causing the pilot balloon to be raised from the valve area.